Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the colonovideoscope had foreign material found in the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and found the following: the air/water cylinder, and the suction cylinder had no color. Due to adhesive peeling on the bending section cover rubber the insulation resistance value at distal end did not meet specifications, and due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover, the light guide lens, and the adhesive on the bending section cover rubber had a crack. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.